Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Part was not returned for failure investigation. Previous investigations have shown that the root cause of navigation-ring failures was determined to be due to liquid ingress.

Event description:
It was reported to philips that the device had a navigation ring that was not working properly during set-up for patient use. The device was being set up for patient use. There was no report of patient or user harm or impact. The customer spoke with a philips remote service engineer (rse) and stated the parameters on the screen are erratic when making changes, the green check mark works. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. Further information is pending.